Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation and the reported event could not be confirmed, therefore, the contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, it is noted within the attachments no clinical/medical documentation is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal similar events for the listed device. A review of the instructions for use document and the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tha had been performed, a revision surgery was done on (B)(6) 2021 to exchange a ref lnr 28x 58-60 20dg sz g due to wear. As a consequence of the liner removal, the cocr 12/14 fem head 28 -3 was removed too. The current health status of patient is unknown. No further information is available.